Manufacturer narrative:
Evaluation summary attached: echocardiography was provided. The echocardiographic images were interpreted by an independent medical consultant who provided the following statement: the reported history describes prior mitral and aortic valve replacement. However, in the submitted images, the mitral valve is a native valve, with no evidence of prior mitral intervention. Moderate mitral regurgitation appears to be functional in nature, due to incomplete mitral leaflet coaptation that presumably is caused by la and lv enlargement and mitral annular dilation. Additional manufacturer narrative: the reported device is actually the implanted device and remains implanted based on the most recent information provided. This is no longer considered a reportable event.

Event description:
Reportedly, two devices - a 23mm aortic valve and a 27mm mitral valve were explanted after an implant duration of approximately 4 years 11 months due to regurgitation. The customer reported the following: "after device been implanted, in the 4 years ultrasound scan showed valve status are fine. In a few days before [explant], patient felt difficult to breath, so go to the hospital for treatment, after diagnosis, found mitral valve has backflow. After that, both valves have been explanted and put to hold status in the hospital. New valves have been implanted due to found aortic valve leaflet has a hole and mitral valve leaflet tears already. Attached pictures please find details."

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. No patient information has been provided. These devices will not be returned as they are being retained by the hospital as evidence. Operative report and echocardiography has been requested but not provided. Pictures provided are of the aortic valve only and are under review. Additional photographs have been requested.